Event description:
It was reported that "the external sheath of the dilator, which is shorter and which extremity is not normally beveled, obliged the surgeon to exert strong pressure on the vessel during introduction. The vessel wall broke and the dilator at the lungs" causing a hemothorax. The patient lost 400cc of blood however no transfusion was performed. The patient also required thoracic draining but is recovering.